Event description:
It was reported that the patient's implantable pulse generator (ipg) was heating up occasionally. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.